Manufacturer narrative:
Multiple attempts to retrieve device repair and operational status has yielded no response from the customer. Therefore, resolution and disposition cannot be determined. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported receiving an error for 24v failure as well as fan and blower are not working. There was no patient involvement. The customer replaced the power supply, main printed circuit board, cpu printed circuit board, and blower motor controller and is still receiving the same error. The customer is unable to access diagnostic mode.